Event description:
It was reported to boston scientific corporation, that a radial jaw 3 large capacity single-use biopsy forceps was used during a gastroscopy procedure performed on (B)(6) 2009. According to the complainant, during the procedure, after a successful first pass, the physician attempted to obtain a second specimen, but the device jaws would not close. To remove the device from the scope, the physician pulled, which forced the cups closed and allowed the device to be withdrawn. The procedure was completed with another radial jaw 3 large capacity single-use biopsy forceps. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).